Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inflation valve was detached in the foley catheter.

Manufacturer narrative:
The reported event is confirmed cause unknown. Photo sample evaluation: received 4 photo samples for evaluation. The second photo shows an opened temp sensing foley catheter with a cut portion of the inlet tube, the tamper evident seal, and the syringe. The third photo shows the trifurcation site, noted the inflation valve cap was disconnected. The fourth photo sample shows the inflation valve or cap with material number 119314 and manufacturing lot number ngkq3991. As per the photos it does not meet specification which states "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap 2 without cuts, holes or tears on the inflation arm". There the reported event is confirmed cause unknown. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "improper dimension or tolerancing". However, there was insufficient information to confirm this potential root cause. The reported event is addressed within the labeling as it states: warnings 1. Method for use (2) do not pull the catheter hard. The bladder or urethra may be injured. Directions for use: 1. Method of use (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. Directions for use. 1. Method of use (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inflation valve was detached in the foley catheter.

Event description:
It was reported that the inflation valve was missing in the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.